Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿error code e105¿ was not reproduced, and a root cause could not be identified. The inspection results of the equipment was normal. As a note, it was stated in the investigation that e105 is an error code that indicates lightning lamp failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the loaner visera elite ii video system center had displayed an e105 lamp error. There were no reports of patient harm, procedural delay or patient under sedation associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.